Event description:
The device was in use on a pt when an over-delivery of "heparinization physiological saline" occurred. It was reported that the device was connected to an unspecified access line for 16 hours prior to the operator noticing that all 500ml of the solution was delivered. The operator immediately replaced the device with a new one. It was reported that the pt "bled easily" from the surgical site due to the heparin infusion, but has now improved.